Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. There was capture in unipolar, but no capture in bipolar. Technical services (ts) discussed possible lead fracture. In addition, a signal artifact monitoring (sam) episode was stored due to noise with oversensing; this episode showed non-physiologic noise and noise that resembled minute ventilation (mv) sensor oversensing. Additional information received reported that this pacemaker and right ventricular (rv) lead were operating in unipolar mode with minimal oversensing. The field representative noted that the patient was not pacer dependent and had an upcoming appointment with the physician to discuss having a new lead implanted in the near future. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. There was capture in unipolar, but no capture in bipolar. Technical services (ts) discussed possible lead fracture. In addition, a signal artifact monitoring (sam) episode was stored due to noise with oversensing; this episode showed non-physiologic noise and noise that resembled minute ventilation (mv) sensor oversensing. Additional information received reported that this pacemaker and right ventricular (rv) lead were operating in unipolar mode with minimal oversensing. The field representative noted that the patient was not pacer dependent and had an upcoming appointment with the physician to discuss having a new lead implanted in the near future. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.